Event description:
Customer reported a total failure of the prismaflex machine. The machine failed during treatment, two hours after the start. It was impossible to boot-up the machine again.

Manufacturer narrative:
Further investigation by a gambro field technician has confirmed that the machine does not boot-up after the reported event. The manufacturer has requested the power supply of the machine to be returned for further investigation. There were no clinical consequences or blood loss for the pt as a result of the reported incident.